Event description:
It was reported that, the pt has pain in the hip joint. The pt had blood work done during the second week of november. The results of the blood work show elevated cobalt levels. Pt had a MRI done. Depending on the results of the MRI, pt may need a revision surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the devices planted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.